Event description:
An lcp reconstruction plate was implanted on the clavicle. Patient felt a pop and x-ray revealed a broken plate. The plate and screws were removed and patient was revised to a clavicle plate.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.